Event description:
It was reported that during an open pancreatoduodenectomy, half of staples of the right proximal part were unformed at the 1st firing when it was used on the gastric body. The cartridge fork was upper side when the device approached the target tissue and the staple height selector was set in the gold. The device was fired from the right side after holding the target tissue for 15 seconds and then it was released after waiting for 15 seconds. As the part of the target tissue was not stapled at all, the doctor loaded another cartridge into the same device and fired with the gold selected. However, the same event occurred. The target tissue was not so thick and the doctor used the device properly. The sales rep was attending the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.